Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Device data showed the device power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised that the device should be explanted. The (s-ICD) has been explanted. A new (s-ICD) was successfully implanted. No patient adverse effects were reported.